Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium (na+) and chloride (cl-) results for one patient on an alinity c analyzer. The following data was provided (customer¬"s reference range for na+ is 136-145 meq/l, cl- is 98-109 meq/l): sample ID (B)(6) initial na+ result, on (B)(6) 2021, was 116, repeat was 157 meq/l. Initial cl- result was 106, repeat was 126 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium and chloride results on an alinity c, serial number (B)(6) through an extensive investigation, the fsr found the tubing, peristaltic head (rohs), part number 7-202464-01, 1ml syringe, list number 09d41-03, and the cup, ict-ref with probes, part number c-35016446-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.